Manufacturer narrative:
The device was manufactured between: 26may2015 and 27may2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no leak observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate device leaked. The leak was observed from the device bladder inside the housing. The event occurred during filling; therefore, there was no patient involvement. No additional information is available.